Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this patient presented to the emergency room after this system exhibited noise and oversensing resulting in an inappropriate shock. This was the second occurrence in which the patient received an inappropriate shock. Additionally, some undersensing was noted during a smart pass episode. A boston scientific technical services consultant documented and discussed the reported clinical observations with the caller. Troubleshooting was performed and the noise could not be recreated during torsional twisting. Fluoroscopy was performed and the electrode appeared to be fully inserted into the device header. However, the consultant recommended electrode replacement as there was insufficient imaging to gain full confidence in the electrode performance. A revision was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.